Event description:
In pressure control mode, the unit changed several times between mains and battery operation without recognizable reason (with alarm signal). Despite sufficient accumulator capacity, the device suddenly switched itself off completely without alarming.